Manufacturer narrative:
Although the doctor identified four (4) different lots associated with the cement not setting up, he could not verify which lot was used on the patient; therefore, no lot numbers were identified in this report. The lot numbers involved in the alleged incidents include 4093633 (listed on this complaint), 4093634 (listed on complaint #(B)(4)), 4404088 (listed on complaint #(B)(4)), and 4435124 (listed on complaint #(B)(4)); however, the doctor could not recall patient or incident details and was not definitive as to the number of patients affected with regard to each lot. Patient specifics with regard to age and weight were not provided by the doctor. The doctor cemented a new crown for the patient, without further incident. To date, the patient is doing fine. The product was not returned. Evaluations for lot number 4093633 (listed on complaint #(B)(4)) were performed under lot number 4093634. Lot number 4093634 came from the same batch as the lot number 4093633 (listed on complaint #(B)(4)). A visual and physical evaluation was performed on retained samples from lot number 4093634, yielding results within specifications. A visual and physical evaluation was performed on retained samples from lot numbers 4093634 (listed on complaint #(B)(4)), 4404088 (listed on complaint #(B)(4)), and 4435124 (listed on complaint #(B)(4)), yielding results within specifications. In addition, a DHR review indicated that there were no deviations from the manufacturing process with regard to any of these lots.

Event description:
A doctor's office alleged that a patient had experienced the cracking and debonding of a crown after placement with breeze self etch cement.